Event description:
The hospital reported a serious reportable event (patient death or serious disability associated with use of a device) that occurred on the evening of early 2009. The report indicated the patient; a female who underwent 3-vessel coronary artery bypass grafting twelve days prior, and was recovering in the surgical intensive care unit (sicu), disconnected her monitoring system EKG cable from the module console sometime between 11:20 and 11:25 pm, activating a low priority (leads off) alarm. No one was with the pt or near the monitoring system central monitoring station to see the visual alarm and no one heard the audio alarm. Just prior to 11:45 pm, the patient's assigned nurse (staff rn #1) noted the visual alarm at the central monitoring station, and when she approached the patient to reconnect the leads; she realized the pt was not breathing. Staff rn #1 called for help, further assessed the pt, and initiated a cardiopulmonary resuscitation (CPR) effort. The pt regained her pulse and blood pressure, but did not regain consciousness, and: her condition did not improve; her family eventually changed her resuscitation status to do not resuscitate and limited her care and; she passed away the following month. The report also indicated a hospital internal investigation to include a root cause analysis (rca) was underway and immediate corrective/preventative actions had been implemented. Her postoperative course was complicated by atrial fibrillation (a common cardiac arrhythmia), renal failure (a clinical condition in which the kidneys fail to function properly), anorexia (loss of appetite), and periods of bradycardia (heart rate < 60 beats/minute), and treatment interventions included hemodialysis. She was scheduled to be transferred out of the sicu to a step-down unit on original month. Her vital signs were automatically taken by the monitoring system at 11:00 pm and were: hr = 101; r - 24; b/p = 149/77 and; oxygen saturation level = 93%. Interviews determined the pt was seen by a nurse shortly after the monitoring system automatically took her vital signs at 11:00 pm, another nurse went to her bedside 15-20 minutes later to straighten out her bed covers, staff rn #1 became tied up with a newly admitted critically ill pt, the nursing staff to pt ratio was at the usual (no more than 2:1) ratio, nursing staff did not routinely utilize the monitoring system split-screen function (function that allows for the monitoring of more than 1 pt at a bedside monitor), and none of the nurses recalled hearing the audio alarm. The review of the monitoring system history determined all monitoring alarms were turned on at 10:15 pm on original date, none of the alarms were turned off or suspended between 10:15 pm on original date, and 12:00 am the next day, the system does not retain info regarding low priority alarms, and the system did not record any high priority alarms between 10:15pm on original date, and 12:00 am the next day. The examination and testing of the bedside monitor and system determined they were functioning properly but the EKG cable/bedside monitor connection fit was loose and easily disconnected. The monitoring system simulation determined the disconnection of the EKG cable from the bedside monitor at the monitor end (as opposed to the actual leads being removed/disconnected) resulted in a low priority/leads off alarm and that a subsequent oxygen saturation level drop below the set alarm parameter did not result in a high priority alarm. A preliminary preventative/corrective action plan consisting of sicu staff education regarding the monitoring system deficiency, replacing problematic EKG cables, the expectation that all alarms be responded to in a timely manner, and the use of the monitoring system split-screen function was developed and implemented, and the rca meeting was scheduled. The rca determined the sicu's monitoring system is nearing obsolescence, the hospital's current equipment management plan is ineffective, sicu monitoring system limitations were not known due to fragmented due diligence at the time of purchase, the sicu's physical configuration limits central monitoring station and pt visibility, a written protocol addressing expectations when a nurse cannot be with her pt for a period of time did not exist, nursing staff did not have a sense of urgency to address low and mid-level alarms, there is some amount of alarm fatigue/tolerance, the sicu nursing staff did not have a pt cross-coverage system and did not utilize the monitoring system split-screen function, sicu nursing staff communication is fractured, and sicu nursing staff is not proactive in removing /replacing problematic monitors and/or monitors cables. Multiple recommendations ere made relative to the rca findings and the recommendations were assigned to specific hospital staff for further investigation and/or follow-up. Recommendations made at the rca meeting included development of an equipment management plan that includes formal reports regarding reequipment status and service calls that are forwarded to the pt safety and quality committee and medical executive committee, development of a capital equipment value analysis process that involves the end user, development of written protocols defining pt monitoring expectations, installation of closed circuit monitoring in the sicu nursing station, development of a nursing staff cross-coverage system, implementation of weekly staff meetings and formalized pt rounding, investigation of sicu intensivist coverage on the night shift, and development and implementation of a protocol for obtaining assistance to assure pt safety. Assigned dates for the completion of the further investigation and /or follow-up ranged three months later and the following month. Formal follow-up monitoring regarding replacement of problematic EKG cables, alarm response times and/or the use of the monitoring system split-screen function had not (yet) been completed. A review of hospital incident/variance reports completed during the time period of three months from early of the original month, revealed a report regarding this pt monitoring incident/sre. The review did not identify other reports related to monitoring systems. Based on documentation review, it was determined this pt monitoring incident/sre occurred as reported and: a hospital internal investigation was immediately initiated; a preliminary preventative/corrective action plan was developed and implemented; a rca was performed, opportunities for hospital management and pt care improvement were identified and recommendations were made and; the rca recommendations were assigned to specific hospital staff for further investigation and/or follow-up.